Event description:
General report of undocumented incidences of clave port valve remaining in accessed position. The product was in use on patients, and when the clave port was accessed with a syringe and then removed, the inside portion of the clave valve remained stuck in accessed (open) position. Leakage of blood and IV fluid was reported. These incidences were noticed right away, therefore, no pt's harm occurred, and customer states that "the pt's were never in any danger." Additional info was requested, but no further info was available.